Event description:
It was reported that the patient felt stimulation in the wrong location. The patient felt the stimulation go around her back to her abdomen causing her to become nauseous. The patient was also in pain because, she was unable to turn up her stimulation. The symptoms occurred following a fall out of the shower in (B)(6) 2011. The patient also hit her head on the floor several times while trying to get up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).